Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified distal apical vessel. The 1.5x12mm apex push mr balloon was inflated twice (1st unknown atms, 2nd 10-12 atms) and ruptured on the second inflation. The balloon was removed intact and procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary, method codes, result codes, conclusion codes, add'l MFR. Narrative. Device evaluated by manufacturer: a visual examination of the returned device found that a longitudinal tear existed in the balloon material. The tear was located at 5mm proximal to the tip and it extended proximally along the balloon for a total length of 7mm. An examination of the markerband identified no issues. It was noted that the inner extrusion was severely kinked at the site of the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified distal apical vessel. The 1.5x12mm apex push mr balloon was inflated twice (1st unknown atms, 2nd 10-12 atms) and ruptured on the second inflation. The balloon was removed intact and procedure was completed with a different device. No patient complications were reported and the patient status is stable.